Event description:
Customer's family members reported that sometime during the (B) (6) 2009, (reporter unable to state exact date) customer received a reading of 475 mg/dl on her freestyle freedom blood glucose meter, which was higher than she felt. It was noted the customer experienced "high blood glucose" symptoms, but the reporter noted they did not know exactly what symptoms occurred. Paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hypoglycemia and treated with an intravenous infusion, which had "something in (it) to bring up her blood sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: while troubleshooting the readings issue the customer was unable to verify if the meter was properly calibrated because she was unable to access the meter's memory.

Event description:
It was reported that the 2800 system table would not move. No patient injury was reported.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.